Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tip of the coude intermittent catheter was almost straight.

Manufacturer narrative:
The reported event was unconfirmed based on the event description since the standards state the following; "accept any curve unless catheter is completely straight." The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands.".

Event description:
It was reported that the tip of the coude intermittent catheter was almost straight.